Event description:
A surgeon reports 50-60 phaco burns during the last six months. In about 10 cases; a suture was necessary. The surgeon refused to complete questionnaires since he does not blame the system or the handpiece. He feels the events were due to handling mistakes. The outcome of all patients is good. This report is being submitted as manufacturer report nubmer 2028159-2006-00428. The other manufacturer report numbers for the 10 patients requiring sutures are: 2028159-2006-00394, 2028159-2006-00396, 2028159-2006-00397, 2028159-2006-00398, 2028159-2006-00399, 2028159-2006-00400, 2028159-2006-00401, 2028159-2006-00402, 2028159-2006-00403, 2028159-2006-00404,- the add'l 50 reports are being submitted under MFR's report number 2028159-2006-00395 and 2028159-2006-0413 through 00461.

Manufacturer narrative:
I/a handpiece used has not been received for evaluation to date. The physician is using the system, but has changed tips from the standard flare tips to the micro flare tips with the incision size of 2.75mm. There have been no further incidents so far. A company rep worked with the surgeon to review correct technique and conditions that could cause thermal injuries.